Manufacturer narrative:
Date of event was unknown but reported that the shocking/jolting post-revision was (B)(6) 2010. The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.. Device manufacture date (of neurostimulator): (B)(6) 2010.

Event description:
Information received from the patient reported that they had a shocking sensation from their implantable neurostimulator (ins) that put them on their knees. The shocking occurred intermittently. This occurred after a lead revision in (B)(6) 2010 because the leads were originally implanted just underneath the skin and were crossed up and laying on each other. The patient was going to follow up with their healthcare professional (hcp). The indication for use for the implanted device was noted post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.